Manufacturer narrative:
No information was provided. No patient or staff injury was alleged. Health professional: not available if the initial reporter was a health professional. The sample was not available for evaluation. 3m is unable to verify the leak, identify exact location and root cause without the sample. 3m will continue to monitor.

Event description:
A hospital in (B)(6) reported one of the two spikes detached from the tubing of 3m¿ ranger¿ high flow disposable set (model 24355). No patient or staff injury was alleged.